Manufacturer narrative:
The investigation into the purge system leak has been completed. The device was not returned for evaluation. However, the clinical report has been reviewed. It was found that prior to reported leak issue, the customer stated that the yellow luer had to be soaked in warm water to loosen the connection and bicarbonate was being used in the purge. Since the device was not returned, the root cause of the purge leak nor the exact location of the leak could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 59 year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was a purge system leak at the yellow luer causing the system to not be able to maintain adequate pressure. The pump has been used beyond indication. There was no harm or injury.